Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 497 mg/dl. Customer did not allege insulin pump was under delivering. Assisted with performing the high pressure test. The insulin pump failed test. The product was not returned for analysis.